Event description:
Per the clinic, the patient developed a cellulitis of the scalp after sustaining an abrasion over the implant site. The patient was treated with a 10 day course of keflex (dosage not reported) commencing on (B)(6) 2013. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.